Event description:
The coil kept getting hung up in the hub of the microcatheter.

Manufacturer narrative:
The report we rec'd indicated that the physician was attempting to coil an aca (6x5 mm) aneurysm, while advancing through the microcatheter. Physician lost access had to use another microcatheter. There was no report of pt injury or complication to the pt. The prod is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.